Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was scratched on the screen. The customer states the pump was difficult to read. The customer's blood glucose level at the time of incident was unknown.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the value properly on display graph. The sensor feature working properly. No unexpected sensor error and calibration errors alarms anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.